Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was received for evaluation. Visual inspection revealed the device was received with led lights broken, the pcb was damaged, the pump was not working, the front cover had multiple scratches, the membrane switch was not working and the microswitch was faulty. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be a faulty pump. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature is "off" on the unit. It was reported that no further information is available. Patient involvement unknown.